Event description:
It was reported by customer that during clinical use the cardiosave hybrid type b plug intra aortic balloon pump (iabp) had loss of gas and won't run longer than 10 seconds before shutting down. After running unit for several days it seemed that the compressor temperature was higher than normal. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4,b5,d10,g3,g6,h2,h6(medical device problem code),h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information-e1 (initial reporter) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during clinical use the cardiosave hybrid type b plug intra aortic balloon pump (iabp) had loss of gas and won't run longer than 10 seconds before shutting down. There was no patient harm or injury reported.